Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Device product code is only populated for e-submission purposes. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced an increase of recharge burden in addition to pain at the ipg site with stimulation on. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the patient's lead was explanted and replaced (reference MFR report #: 1627487-2015-01445) but nothing was done to the ipg. Intraoperative testing showed the ipg was properly functional. The recharge burden will be monitored.